Manufacturer narrative:
Other text: no product was returned. The investigation determined the most probable cause to be the dso sensor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Email is: (B)(4).

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D4: UDI unknown, and g5: 510k unknown.

Event description:
It was reported the device exhibited a high pressure alarm. All clamps are open. No kinks in the line, connectors are tight, and spike tight in back. Removed the battery and waited for one minute and then replaced. Settings reviewed, started antibiotic. Res vol 279.8; dose volume 140ml over 1 hour every 6 hours and had no problems flushing the line. Patient has rechecked everything again, all is good. Instructed them to remove the batteries again and use a saline flush to see if it has any resistance when trying to flush the line. Reconnected the antibiotic and powered on the pump. Still has high pressure alarm. Removed battery, clamped tubing, removed cassette and checked the tubing. A green stop clamp was noted, depressed the clamp and rubbed and pinched the tubing to plump it up and reattached. Unclamped tubing and restarted the pump. Cassette not attached alarm occurred. The screw was not turned tight enough. No adverse patient effects were reported by the customer.